Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was unable to communicate and was confirmed inoperable due to failure to charge their scs system for an unknown number of years. As a result, surgical intervention was undertaken on (B)(6) 2018 wherein the ipg was replaced with a new model which resolved the issue.